Event description:
Caller reported a cgm error, specifically error 42, related to their g7 sensor. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided information for a complete pump reset. After carrying out the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.